Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/3.25 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an inflation device and positive pressure was applied in an attempt to inflate the balloon. The balloon could not be inflated due to the solidified blood. The device was soaked before further inflation attempts were made, however, all additional attempts to inflate the balloon failed as solidified blood remained in the balloon and inflation lumen. A visual and microscopic examination observed no damage to the tip or blades. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the mildly calcified coronary artery. A 10/3.25 flextome¿ cutting balloon¿ monorail was selected to treat the target lesion. During the procedure, it was noted that the balloon ruptured at 10atm. The procedure was completed with this device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).